Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and loss of capture (loc). As this patient is not dependent on ra pacing, it was decided by the clinic to further monitor this patient during follow-up. No adverse patient effects were reported. Currently, this lead remains in service.